Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a follow up on (B)(6) 2017 reprogramming of the device took place, it appeared that the pacing thresholds had increased but the output was not adjusted at this time. The patient recently presented to the emergency room as the patient had fallen and hit their head. An increase in pacing thresholds was noted as well as pace inhibition for > 2 seconds. A micro dislodgment was suspected. A revision took place and this right ventricular (rv) lead was replaced. The lead was surgically abandoned. No additional adverse patient effects were reported.